Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The physician implanted two elunir, upon the deployment of the second stent, he encountered significant resistance in removing the balloon. His take was the balloon was stuck on the wire. Eventually, the clinician removed the wire and balloon and unfortunately upon doing first this, lost flow in the lad. The patient ended up going to surgery and is now stable. Additional information received on mar 20, 2018, from the operator: the lesion was a proximal / mid lad lesion; the first elunir was placed distally (mid lad) with no difficulty; the more proximal lesion was a simple type a lesion. It was easy to cross and easy to pre-dilate; the wire used was a bmw universal; a guideliner was also used. A 3.5x17 mm elunir stent was inserted without difficulty; pressure was neutral during insertion; stent was deployed at nominal pressure (10 atm). Sds deflation was normal and the operator was sure that the balloon deflated fully; upon attempting to remove the sds, it would not move without the guidewire; ultimately, the sds was removed together with the stent. Immediately afterwards, the lad became occluded; operator does not know whether this was due to a dissection or to thrombus, but believes the latter as the patient was noted to have clots in the lad beforehand. Patient was sent to emergency surgery and is doing fine. Catheter was not saved.